Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, when puncturing the biopsy cap, the white sponge inside the cap was pushed through and it got stuck in the scope. The disc was successfully removed from the scope. A second biopsy cap was used and the same issue occurred. It was reported that water soluble lubricant was not applied to the top of the biopsy caps prior to use, and that the endoscope was sent for repair to remove the second sponge. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.